Event description:
It was reported that, this right ventricular (rv) lead exhibited low impedances out of range. A lead safety switch (lss) was triggered. The rv lead was programmed in unipolar pacing and sensing. No evidence of myopotential or non-physiological noise in sampling of stored electrogram (egm). (B)(6) technical services (ts) indicated that may be isolated out of range but recommend thorough in person lead evaluation in bipolar configuration, including isometrics and pocket manipulation while obtaining serial impedance measurements and observe for noise to rule out lead issue. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).